Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt thought there should have been some more muscle or fat from the ins battery to their skin because below the skin pt could feel it if they laid on the ins battery. Pts ins battery moved around for it was like a flying saucer, pt had to put fingers under the ins battery to move it around. It had always been that way since the swelling went down. The patient was redirected to their healthcare provider to further address the issue.